Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve implanted in the pulmonary artery, as the coronary portion of the valve was being secured with sutures, a tear occurred. Bleeding was noted and mattress anastamosis suturing resolved the bleeding and tear. The valve was ultimately implanted and remains in the patient. No additional adverse patient effects were reported.